Manufacturer narrative:
Per administrative review of this complaint file on 10/30/2023, a correction to the MDR is required. Correction to a1, h5. Update to a2, b5. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17135.

Event description:
Follow up indicated that the ruptured balloon was bulled back into the esheath. The patient was last heard to be in critical condition, with the family deciding to withdrawal care.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received that showed calcium in the sinotubular junction and the patient's annulus. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of balloon burst was unable to be confirmed due to no device or imagery returned. No manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, during the procedure the balloon ruptured at approximately 95% thv deployment. Additional information revealed the patient had stj calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Device not returned investigation is ongoing h3 other text : device not returned.

Event description:
As reported, during the procedure the balloon ruptured at 95% thv deployment and the commander delivery system was removed.